Event description:
During a follow-up in clinic in 2020, an incorrect display of battery longevity was observed on the device. The device was at normal elective replacement indicator at the next clinic follow-up in 2021. The device was explanted and replaced. The patient was stable.

Event description:
Technical support was contacted and confirmed normal battery depletion of the device.